Event description:
Fiber noted in the lower anterior chamber of operated eye. Operation was in 2005: cataract removal with phacoemulsification and intraocular lens implant - sa60at 18.0d-alcon-. Not noted in surgery, possibly small fiber that came in on an instrument that later swelled in the fluid environment of the aqueous. Progress note 3 days later includes reveiw for removal of foreign body from eye. Review team concluded that the fiber came from the sponge product. Deroyal surgical eye spears lot number 1480237. We changed to a more synthetic type product-v meuller eye spear.